Event description:
At the time of the distributor's MDR filing, the pt was still in the hospital, but had been extubated and was recovering. The facility did not report there was a problem with the product.